Manufacturer narrative:
(B)(4).

Event description:
A voluntary MDR/medwatch report was received on 01/20/2026. It was reported that a broken sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.